Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and thrombosis, as listed in the xience v instructions for use and product risk assessment, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. In this case, there was no report of any device malfunction at the time of the stent implant. It is likely that the angina is a secondary effect of the thrombosis; however, a conclusive root cause for the reported patient effects and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the patient experienced chest pain on the table, immediately following the procedure; however, he did not alert the physician. Five minutes after leaving the cath lab, the patient informed the staff about the chest pain and was sent back to the cath lab. Thrombosis was noted and treated with ballooning. No patient effects were reported. No additional event or patient information is available.